Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown . Device manufacture date: unknown. Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. It was determined that he authors did not follow the manufacturer¿s assay instructions for ipth which state that, ¿specimens may be stored on or off the clot, or red blood cells for up to 2 days refrigerated at 2-8°c. If testing will be delayed more than 2 days, remove serum or plasma from the clot, or red blood cells and store frozen.¿ therefore, the study test results do not present a valid measure of product performance and do not point to a product performance issue. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed.

Event description:
It was reported when using the bd vacutainer® cat (clot activator tube) plus blood collection tube there was erroneous results. The following information was provided by the initial reporter. The customer stated: "from the literature review tubes are experiencing erroneous results. The authors report intact parathyroid hormone (ipth) levels collected from bd vacutainer serum and plasma tubes that exceed the total allowable error (tae) of 30% recommended by clia when stored at room temperature at extended storage conditions.